Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported they were one year post-operative for hereditary dystonia and spasmodic dysphonia. The consumer had ¿immediate amazing results,¿ but it had been ¿a very tough year¿ as the consumer was very depressed, experienced crying spells, tried to commit suicide, and there was a personality change. The consumer had no filter of what they said, and they and their body felt different. The consumer wanted to know how long it would take until get they got used to this. The consumer stated they had ¿alienated everyone that loved them.¿